Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. It was noted that the patient had a highly angulated infra-renal and suprarenal neck and hence the device use was against IFU. It was reported that the patient presented with a ruptured aaa and that during the index procedure, the usual deployment steps were followed. The main body was deployed, suprarenal fixation deployed, it was then noted that the blue wheel felt a little tight. The contralateral gate was cannulated and limb deployment completed. The ipsilateral limb of main body was then deployed. The whole device was advanced slightly above suprarenal fixation. The top cap was then retrieved and again the blue wheel felt very stiff. Due to angulation, rotation was used to avoid catching the suprarenal stent and inner curve at body/flow divider. The device came passed these quite easily as expected. The graft then got stuck within the ipsilateral limb. At this point it was noted the graft would neither advance in or pull out without movement of the graft. At this time both limbs at the flow divider were now observed to be pinched in. The physician attempted to release the top cap again but at this point the blue wheel would not work. A moulding balloon was placed up the contralateral limb but would not pass through the contralateral gate above the flow divider. At this point the blue handle was dismantled and the tip capture mechanism was manually used which allowed a few mm of movement of the top cap. The top cap would not fully redeploy. At this point an unanticipated movement of a stent at the flow divider occurred. The moulding balloon could now be passed up the contralateral gate and during ballooning again this same stent movement could be observed. Following this the main body could now be removed. Kissing balloons were performed at the flow divider. The ipsilateral limb was completed. Balloon moulding throughout was then performed. Due to the difficulties encountered the graft was implanted lower than planned and a type ia endoleak was identified so a cuff was implanted. An unusual orientation of one of the stents at the level of the flow divider was observed. It was reported that while trying to pass the cuff up the ipsilateral side it got caught at this stent. The cuff was inserted and deployed from the contralateral side and balloon moulded. The case was completed successfully with no endoleak observed. A duplex scan the next day confirmed no endoleak and the patient was discharged. Per the physician the cause of the event cannot be determined and commented that it appears there is a loose stent on the inside of the main body stent graft just above the flow divider. The cause of the event in undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the films provided. However, it appears likely that implanting within the severely angulated proximal neck was a primary contributor. Pre-implant CT¿s revealed that the patient had a ruptured aaa which measured ~92mm in diameter, and the abdominal aorta was severely tortuous. The infrarenal neck angulation measured ~(B)(4), and the suprarenal angulation was 65 deg (B)(4) . The proximal neck diameter just below the lowest left renal artery measured ~28mm, and the neck was also calcified. The iliac arteries were moderately tortuous, large caliber, and were also extensively calcified; bilaterally. Returned angiograms during implant revealed that the bifurcate was deployed within the severely angulated neck. During removal of the bifurcate delivery system the tip/spindle appeared to be stuck within the ipsi limb near the level of the bifurcate flow divider. The exact cause of the stuck device could not be determined; however, it appears most likely to have been caught on the contra limb proximal (external) stent. Ballooning performed via the contra limb near the level of the flow divider also confirmed a segment of this stent being forcibly displaced along the left/ipsi side of the spindle as the balloon was inflated. After ballooning the flow divider, the previously caught delivery system was eventually able to be released from the ipsi limb, and after removal the previously seen distorted stent segment was again observed just above the level of the flow divider. Final angiogram showed contrast outside the right side of the bifurcate along the outer curvature, from a possible type IV and/or type ia endoleak. The bifurcate was positioned ~10mm below the left renal artery and the proximal aortic body was angulated ~105deg rt-lt; relative to the gate ring. An aortic cuff was then seen being advanced up the right/ipsi limb; however, the tip could not be advanced past the flow divider and a ppeared to be getting caught (and pushing up) the left side of the previously seen distorted stent just above the flow divider. The cuff d-s was then brought up the left/contra limb and was successfully positioned just above the bifurcate, resolving the proximal type I endoleak. During removal of the cuff d-s the tip appeared to get momentarily caught on 1 or more of the suprarenal stents, and the proximal markers from the contra limb were also displaced as the d-s was removed through the contra limb. Implanting within the severely angulated (off label) proximal neck may have led to potential infolding/twisting of the stent graft, which may have also contributed to the stent (possibily from the proximal/external stent of the contra limb), deploying across the ipsi path and obstructing the bifurcate d-s removal and cuff d-s introduction via the ipsi limb. It is likely that attempts to remove the stuck device led to the bifurcate implanting lower then planned which resulted in the proximal type I endoleak. Several limitations from the returned films did not allow for a comprehensive analysis: these were non-contrast images during the majority of the implant/removal sequences, difficult visualization of the gate which was deployed in a-p orientation and overlapping ipsi/contra limb, and missing film sections during limb cannulation contra limb deployment. Lack of post-implant CT¿s also did not allow assessment of the bifurcate/gate area including the obstructing stent, and stent graft lumen patency. Although a delivery system issue cannot be ruled out, it would not be unusual for stent graft deployment to feel tighter than usual during use within this severely angulated anatomy. The device was not returned for analysis; however, several returned site photo¿s of the disassembled delivery system did not reveal any obvious issues.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.